Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported the bd micro-fine ultra¿ pen needles 32g x 4mm (100 count) was difficult to operate. The following information was provided by the initial reporter, translated from dutch to english one of our members contacted us to report a problem with a bd microfine ultra 4 mm needle. Noticing a hyperglycemia of 430 mg/dl before bedtime, she initially thought she had forgotten to give the dinner injection. She has a timesulin cap that confirmed that the injection had been done. It was then that she noticed that the needle to make the injection was present but not the one to pierce the insulin cartridge. As a result, the selected dose of insulin was not injected. As a result, the patient was in major hyperglycemia for a good part of the night. The needles in this box that had already been used did not have any defects. I am therefore relaying this information to you with rather unfortunate consequences. The patient called us just to share her mishap and frustration. Here are the references of the box in question: ref (B)(4); lot 2228971; exp 207-08-31.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd micro-fine ultra¿ pen needles 32g x 4mm (100 count) was difficult to operate. The following information was provided by the initial reporter, translated from dutch to english one of our members contacted us to report a problem with a bd microfine ultra 4 mm needle. Noticing a hyperglycemia of 430 mg/dl before bedtime, she initially thought she had forgotten to give the dinner injection. She has a timesulin cap that confirmed that the injection had been done. It was then that she noticed that the needle to make the injection was present but not the one to pierce the insulin cartridge. As a result, the selected dose of insulin was not injected. As a result, the patient was in major hyperglycemia for a good part of the night. The needles in this box that had already been used did not have any defects. I am therefore relaying this information to you with rather unfortunate consequences... The patient called us just to share her mishap and frustration. Here are the references of the box in question: ref 320141. Lot 2228971. Exp 207-08-31.